Manufacturer narrative:
The delivery pusher and implant were returned for evaluation. The coil was confirmed to be stretched and the proximal end of the delivery pusher broken. The root cause could not be determined. (B)(4).

Event description:
Coiling treatment of a dural arterovenous fistula. The coil was advanced to the intended site and in doing so, the proximal end of the delivery pusher broke. The microcatheter with device were removed. Two additional coils were deployed without difficulty. During angio run a small portion of the coil was observed dangling from the fistula to the jugular vein. An attempt was made to remove the coil using a trevo unsuccessfully. A merit medical en snare was used to remove the stretched the coil successfully.